Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the torque wrench could not fit the set screw of the implantable cardioverter defibrillator (ICD). The ICD was not used, and a new ICD was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The reported event of setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The backed-out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.